Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range rv pace impedance measurements greater than 3000 ohms, and rv pace impedance trends from the past year showed multiple impedance measurement spikes from the 600 ohms range to above 1500 ohms. Technical services (ts) reviewed these variable impedance measurements may have been attributed to the spring contact. It was noted that rv threshold values were on the higher side for the past year, measuring as high as 1.6v. There was also rv oversensing with questionable capture noted on one v-pace beat that was marked as fusion by the device, but may have been noise. Review of chest x-rays ruled-out a potential header issue. This rv lead remains in service at this time, however system replacement was anticipated. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)